Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced muscle stimulation. The physician chose to remove the lead during normal battery replacement. However, while pulling the lead out, part of the lead broke off and tip of the lead was left in the superior vena cava. The piece of the lead was left in the heart and a new lead was placed with stable diagnostic measurements. This lv lead was explanted. No additional adverse patient effects were reported.